Event description:
This dvice was returned for service with no reason for repair indicated. The device was not reported to be in pt use. No pt harm was associated with this complaint. On eval it was discovered that the high pressure potentiometer had physical damage that resulted in the device relieving excess pressure sporadically above or below where the high pressure limit alarm was set. The device did alarm, however it did not relieve pressure according to spec. The potentiometer was replaced to correct this problem.